Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of no audio output cannot be confirmed. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported no audio output cannot be determined.